Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002057 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was flushed and inserted into the patient. Blood was leaking out after insertion of sheath. It seems like there was a leakage from hemostasis port where the catheter is usually inserted. Changed to a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and no leaking observed. Procedure proceeded till the end and the procedure was successfully completed. It was unknown if surgery was delayed due to the reported event. No fragments generated. No patient consequences. Additional information was received indicating the hemostatic valve broke. It did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient's body. The approximate volume of blood that was lost is unknown.